Event description:
It was reported that the procedure was to treat a perforation which was moderately calcified, heavily tortuous distal right coronary artery that is 90% stenosed. The 2.8x19mm graftmaster covered stent system failed to cross due to anatomy. Another non-abbott device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.